Event description:
It has been reported that a revision surgery was performed, due to loosening of the tibial component and insert wear.

Manufacturer narrative:
Visual and x-ray analysis were performed. Technical evaluation: radiolucent bone at the predamaged areas of the tibia is indicative of limited bone stability and seems to be the reason for the observed variation of the tibial component. A high number of pe particles reaching the adjacent tissue can lead to periprosthetic osteolysis and subsequently to implant loosening. Radiologically visible foreign bodies in the posterior joint area as well as excessive scratching on the articulation surfaces might indicate third body wear. Based on the received information neither the root cause of the reported loosening nor the origin of the pe wear could be established.